Event description:
It was reported that after a da vinci-assisted surgical procedure, biomed contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that they believe that a monopolar handheld cautery pen activated and burned or melted a hole in the surgeon's sterile gown while placing the ports. Tse reviewed logs and found no errors in the system logs. Caller requested erbe vio generator replacement as soon as possible. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported failure could not be reproduced. Upon inspection, no malfunction was noted with the erbe system. The erbe passed every test within each specification. The erbe was tested and verified ready for use according to the procedure.